Event description:
The customer reported poor aspiration and occlusion during phaco. The case was aborted and rescheduled for surgery the following day at a different facility. The customer noted no patient injury occurred. The surgeon noted a good outcome post-operatively.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.